Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found a broken knife advance lever. The broken piece was not returned. The reported condition was not confirmed, but the knife advance lever was broken. The device was detected by both generators. It was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. As an additional finding, the knife advance lever was found to be broken, with the broken piece missing. The lever breakage is due to user mishandling. The breakage did not affect the device performance. The investigation found the device to function normally and within specifications. The knife advance lever breakage is due to user mishandling. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not activate. There was no patient injury. Upon receipt of device visual inspection found a broken knife advance lever. As this device is used during open procedures, there is a possibility the piece fell into the patient cavity. Additional questions have been asked of the customer, however there is no further information at this time.